Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose of over 600 mg/dl was recently experienced and went to the hospital for a few hours. The customer indicated that there was blood in the tubing and that may have caused the high blood glucose and were wearing the pump at the time of incident. No further information was provided.